Event description:
It was reported that inaccurate cgm values occurred on 03/27/2023 for a sensor with an unknown lot number. However, a receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and booted successfully. Functional testing was performed and passed. A review of the share logs was performed and there was no bg meter values on the diagnostic chart within the investigation window. The allegation and probable cause was undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - impact code - f1005 overdose.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On the morning of (B)(6) 2023, the patient took 8 units of insulin before she had breakfast. Afterwards, the patient felt dizzy. They could not remember what the cgm was reading when she felt dizzy but she laid down. The patient's daughter found the patient unconscious and called 911. When the paramedics arrived, they took her glucose meter reading and it was reading 47 mg/dl while her dexcom receiver was reading 247 mg/dl. The paramedics monitored and evaluated the patient and treated her with unspecified IV on the way to the hospital. The patient was observed in the emergency department for one day. At the time of the report, the patient was feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.